Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during inspection prior to use on a patient, the cuff was hard and difficult to inflate. The customer reported that there was no patient involvement.